Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that after laser extraction of the lead, severe clavicular crush damage caused the lead insulation to fray outward. The lead pace/sense portion was previously capped and replaced due to history of noise. Severe constriction and calcification of the svc was also noted. Patient is in stable condition.

Manufacturer narrative:
A partial lead measuring 8.1cm was returned for analysis. Insulation and conductor damage was noted at one end of the partial lead, likely consistent with clavicle crush damage. Damage sustained during the surgical procedure was also noted at this location. Without return of the entire lead, a complete analysis could not be performed.